Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced a severe hypoglycemic event while napping, with a recorded blood glucose of 30 mg/dl, during which the ilet alerted for low glucose; the user¿s parent administered oral glucose and glucagon, and emergency services were considered but not utilized. Customer care provided assistance that included review of available device data. Investigation of this case revealed user behavior consistent with overtreatment of hypoglycemia contributing to glycemic variability. Symptoms included seizure activity, incoherence, and diaphoresis. Outcomes included temporary functional impairment requiring layperson intervention without hospitalization. It was concluded that the event involved hypoglycemia with an undetermined device contribution, and user education on low treatment was recommended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.